Event description:
It was reported that the pt "has a rash from knees to waist and an erosion" following her monarc sling implant. Pt has been seen by dermatology as well as other specialists for management of the rash. The sling remains implanted.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.